Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80-90% stenosed and tubular target lesion being treated was located in the non-calcified and non-tortuous proximal left circumflex artery. The lesion was not pre-dilated. A 2.75x24mm liberte bare stent delivery system was advanced and would not cross the lesion. The device was withdrawn and dilation was performed with a 2.50x12mm maverick balloon catheter for 8 seconds to 10 atms. The physician was going to advance the same 2.75x24mm liberte bare stent for a second time when stent damage was noted. The procedure was completed with a 2.75x20mm liberte stent resulting in timi iii flow. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 80-90% stenosed and tubular target lesion being treated was located in the non-calcified and non-tortuous proximal left circumflex artery. The lesion was not pre-dilated. A 2.75x24 mm liberte bare stent delivery system was advanced and would not cross the lesion. The device was withdrawn and dilation was performed with a 2.50x12 mm maverick balloon catheter for 8 seconds to 10 atms. The physician was going to advance the same 2.75x24 mm liberte bare stent for a second time when stent damage was noted. The procedure was completed with a 2.75x20 mm liberte stent resulting in timi iii flow. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the crimped stent was damaged, resulting in the distal struts being twisted and misaligned. It was noted that the distal edge of the tip was flared. No other issues existed with the device. There were no kinks visible along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).